Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.